Event description:
It was reported that the fiber broke after 4 minutes of use during the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any visual of functional failures. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The metal cap exhibited severe debris adhesion on its surface, indicating heavy tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. With all the information available, boston scientific concludes that the fiber had no visual or functional failures. The reported fiber break could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber broke after 4 minutes of use during the procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke after 4 minutes of use during the procedure. The procedure was completed with another device. There were no patient complications.